Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Service returns were for issues similar to the reported complaint or similar to the service history. The database showed no quality notifications were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: 8100 check IV set error. Case notes: problem description - (B)(6) 2018 10:18:24 (B)(4). 8100 sn: (B)(4). Check IV set error. Bio med replaced the ail and logic board. Verbal walk through on how to use the analog sensor task in asm to check the voltages of the pressure sensor. With no set attached you should see a voltage of .9 on both bottle and patient side pressure sensor. If a voltage of 0v or 5v that is the pressure sensor that is causing the check IV set error. Bio med was not in front of unit at time of call. Ir: (B)(4).